Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks. Upon reviewing merlin.net transmissions, the implantable cardioverter-defibrillator undersensed some r waves and exhibited intermittent loss of sensing resulting in a delay of therapy. The device delivered therapy even though some electrocardiogram records were missing. Programming changes were made. The patient was intubated and in sinus rhythm.